Event description:
Downstream pressure test failure during pm.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. Device not returned to france but received by (B)(6) for servicing. Defective parts changed following servicing and returned to france for evaluation. Customer requested preventive maintenance, its investigation confirms the following: pressure sensor failed downstream pressure test after being calibrated. This event is linked to a known issue with likely defective pressure sensors and the root cause is being addressed with a CAPA that was opened in july 2020. To our knowledge no patients or treatments were involved. This complaint is added in our trends for statistical analysis.